Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery. The 5.0x60/135 (4f) sterling mr balloon was inflated once to 10 atms and ruptured. The procedure was completed with another device. No patient complications were reported and the patient status is good.